Event description:
On (B)(6) 2025 patient was at home with noted low flow alarm occuring when patient attempted to disconnect from battery to go to power source. Pt went to osh for exchange of primary controller to back up controller with immediate resolution of alarms. On examination of controller with alarms, it was noted that there was a split pin on the right-side power port.